Manufacturer narrative:
D4: device serial number was unknown. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient's flow and power on the system monitor went blank, and the system monitor was distorted. The patient was sleeping at the time and experienced no symptoms. The low flow was noted on (B)(6) 2023 at 02:15 and was followed by a pump stop. The alarms resolved within 2 seconds. The event log showed an intentional pump stop initiated by pushing the pump stop button on the system monitor. The intentional pump stop button was thought to have been pressed by the staff, but this could not be confirmed. The system monitor's screen was responsive to commands. The issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor¿s screen appearing distorted was not confirmed. The provided log files were reviewed; however, no atypical events regarding the system monitor were observed. An ¿intentional pump stop¿ flag was observed on 08jun2023 which briefly stopped the pump and caused the flow and power values to become blank as a result for approximately 2 seconds; these events will be addressed via the pump¿s investigation (manufacturer's reference number: (B)(4). The system monitor (serial number unknown) was not returned for analysis. Per additional information, the patient is no longer utilizing the system monitor and was asymptomatic at the time of the event, and the issue had resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system monitor was not provided. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4 (model number, catalog number, UDI): correction. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024.